Event description:
It was reported that during an ipg replacement [related manufacturer reference number: 3006705815-2026-02354], the patient was experiencing ineffective therapy due to lead migration, confirmed by x-ray. As a result, the lead was explanted and replaced during the procedure.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.